Manufacturer narrative:
Tw: #(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that 2/3rds through the harvest, the user said the device vasoview hemopro 2 (w/vasoshield) kept timing out and would not cut and seal. They did not try switching out any of the cords. There was no procedural delay. They just opened another kit to complete the case with no issues. There was no patient harm or injury reported.

Manufacturer narrative:
(B)(4) updated section. The device was returned to the factory for evaluation on 03/19/2025. An investigation was conducted on 03/24/2025. A visual inspection was conducted. Both the cannula and harvesting device were returned for evaluation. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact cannula or intact c-ring. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed and bent away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. An electrical evaluation was conducted. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No excessive smoke and/or steam were observed during the testing. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. The device did not transect tissue four (4) times. The device was able to transect (02) two times. Based on the returned condition of the device as well as the evaluation results, the reported failure "failure to cut", and the analyzed failure "material twisted/ bent wire" was observed. The lot # 3000435735 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure. Specific actions for theanalyzed failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a